Event description:
It was reported that during implant of the left ventricular (lv) lead there was placement difficulty. The lead was inserted and removed several times. On the third attempt the guidewire was difficult to insert and once the guidewire was inserted the lead was difficult to control. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.